Manufacturer narrative:
(B)(4).

Event description:
A report was received that a patient was experiencing swelling and redness near the midline incision site. In addition, the patient was experiencing muscle spasms and aching in her legs. The bsn sales representative attempted to reprogram the patient, however was unsuccessful. An x-ray was taken and confirmed lead migration. The physician chose to explant the patient as it was unclear if the symptoms were related to the device. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted ipg and the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient was experiencing swelling and redness near the midline incision site. In addition, the patient was experiencing muscle spasms and aching in her legs. The bsn sales representative attempted to reprogram the patient, however was unsuccessful. An x-ray was taken and confirmed lead migration. The physician chose to explant the patient as it was unclear if the symptoms were related to the device. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was experiencing swelling and redness near the midline incision site. In addition, the patient was experiencing muscle spasms and aching in her legs. The bsn sales representative attempted to reprogram the patient, however was unsuccessful. An x-ray was taken and confirmed lead migration. The physician chose to explant the patient as it was unclear if the symptoms were related to the device. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2352-50 (B)(4) & (B)(4). Description: linear 3-4 lead 50cm, model# sc-2352-70, (B)(4). Description: linear 3-4 lead 70cm. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.